Event description:
It was reported that caller experienced a low blood glucose level of 40 mg/dl after sleep mode on device remained active past scheduled end time, causing confusion about sleep schedule settings and manual mode. Customer treated low blood sugar with orange juice and donuts. Technical support assisted caller with stopping manual sleep mode, turning on scheduled sleep schedule, and confirmed settings were present.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.